Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that they experienced high blood glucose level of 481mg/dl. The customer was assisted with high blood reading troubleshooting. Customer's blood glucose value was 328mg/dl at the time of the call. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. No delivery alarm troubleshooting was performed and customer stated that they were reporting a past event that was resolved with set change. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Device meets the specification noted. (B)(4).